Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had several issues. Customer¿s blood glucose was unknown at the time of incident. Customer reported that the insulin pump battery life does not last long, rainbow effect on the screen, act button was hard to press, grinding noise during rewind process, had a failed battery test alarm. Customer declined troubleshooting. Insulin pump is not expected to return for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed off no power alarm test and a21 error test. Device uploaded properly using care link. Device had missing segments a bleeding lcd glass. A test battery was removed and reinserted with no failed battery test alarm or battery out limit alarm noted. Device was programmed and monitored over night. No display anomaly/rainbow display anomaly, unexpected low battery alarm, unexpected off no power alarm or unexpected battery power loss anomaly noted. No drive/motor anomaly or unexpected motor grinding noise anomaly noted. The motor was tested outside of the device and passed. Device had intermittent button response on the esc and up arrow buttons due to flattened dome switches (no crease). No button error alarm noted. During visual inspection, the keypad connector on the lcd was found locked properly. Device had minor scratched display window, cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window and a partially broken off reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.